Event description:
The patient¿s legal guardian reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unknown duration. The infusion site was described as painful and sore, with associated redness, swelling, and the presence of a large lump, and the patient also reported feeling unwell. On (B)(6) 2026, the patient¿s legal guardian contacted two general practitioners at sacriston medical group for a remote consultation lasting approximately 15 minutes, during which the patient was diagnosed with an infection at the pod insertion site. The patient received a prescription for an antibiotic (amoxicillin). It was further reported that the patient resumed insulin therapy by applying a new pod. The pod involved in the event was reported to no longer be available for return.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.